Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. The battery cap was not able to be tightened securely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2019 with the following findings:. During investigation, the black box shows multiple unexplained reboot events. The battery compartment is cracked at threads on the side, and the returned battery cap¿s are stripped and the cap is unable to fit. The reported ¿power¿ complaint was duplicated. A test battery cap was used. There was no further power interruption occurred during the investigation. Pump¿s cover was removed, no intermittent condition was found to the printed circuit board. The display screen contrast was dim and reddish. There was evidence of moisture corrosion is observed in the battery canister, leak test failed due a battery compartment leak.